Event description:
The customer from canada reported that she performed blood glucose testing with the contour® next meter and obtained readings of 21.7 mmol/l at 9:27 a.m., 23.9 mmol/l at 9:27 a.m. And 7.3 mmol/l at 9:28 a.m. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. Model # 7321 of the contour® next test strips is only available in canada; therefore, the UDI # is not applicable.

Manufacturer narrative:
The customer returned the suspected contour® next meter (serial # (B)(6)) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 5aheg05b) using blood spiked with glucose at 22.3 mmol/l and 7.5 mmol/l, as determined by ysi instrument in five replicates each. All tests recovered within fit-for-use limits.